Manufacturer narrative:
The event occurred during the sensor warm up period when readings are not available. There is no reported device malfunction, therefore, no device investigation is required.

Event description:
On may 09, 2026, senseonics was made aware of a user experiencing a hyperglycemic event while the system was in the warm-up phase, during which no sensor readings were available as expected. The user explained that, after returning home without their kit to administer insulin, their blood glucose levels rose significantly, causing them to fall and hit their head. They sought hospital treatment for the injury, which required stitches, but no concussion was diagnosed. After returning home, the user was able to administer insulin. The user was advised to notify their health care provider for further medical guidance. At follow-up, the user reported feeling better and indicated they would reach out if any further concerns arise.